Manufacturer narrative:
(B)(4).

Event description:
It was reported ""happened during intubations. During the intubation of the patient, the light stopped or blinked which led to increase the difficulty of the intubation". No patient injury or harm reported. Patient condition is unknown at the time of report.

Manufacturer narrative:
Qn# (B)(4). The sample was received and returned to the manufacturing site for evaluation. The manufacturing site reports during the investigation "we have conducted the functional trails on blade and handle to confirm the light flickering, but we haven't noticed any lighting issue or light flickering issue of blade. Blade was working fine, even light was glowing constantly and perfectly." The manufacturer also reports that this product family is inspected 100% prior to shipment so it is confirmed that the device left the manufacturing site fully functional. The device history record was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation performed, the complaint could not be confirmed. No issues were found during functional testing of the returned sample. The device met manufacturing release specification.

Event description:
It was reported ""happened during intubations. During the intubation of the patient, the light stopped or blinked which led to increase the difficulty of the intubation". No patient injury or harm reported. Patient condition is unknown at the time of report.